Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. (B)(4).

Event description:
It was reported that the patient was receiving chemotherapy treatment and allegedly the port site began to swell. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one 8 fr groshong catheter segment was returned for evaluation. The proximal segment of the catheter and associated port body were not returned for evaluation. A complete break was noted at the proximal end of the returned catheter segment. Although the returned catheter segment was parent to infusion and aspiration with no leaks noted, the investigation is inconclusive for the reported catheter leak as the remainder of the catheter and port body were not returned for evaluation. The complainant sample was confirmed for a break due to flexural fatigue in a related complaint, separate to the reported leak. Therefore, it is possible that the identified break contributed to the reported event. However, the definitive root cause could not be determined based upon available information, as the entire sample was not returned for evaluation. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review:the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 08/2021).

Event description:
It was reported that the patient was receiving chemotherapy treatment and allegedly the port site began to swell. Patient was referred from the outpatient center for assessment and removal of the port. During removal the healthcare professional was unable to remove the tip and the patient was sent to interventional radiology for removal.